Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor readings were inaccurate. Customer reported that he received a message saying that his blood glucose level was dropping when it was actually rising. Customer reported that earlier in the day of the call, his blood glucose level was 105 mg/dl and his sensor glucose level was 55 mg/dl. Blood glucose level at the time of the call was 190 mg/dl. No further information was provided.